Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had a gray screen, no image problem. The issue occurred approximately 20-30 minutes into a diagnostic endobronchial ultrasound bronchoscopy (ebus) procedure. The facility had to cancel the intended procedure. There were no reports of extended anesthesia. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿gray screen, no image¿ was not confirmed. The device passed the dunk test. The device evaluation found image pass after testing the scope on two different video processors. The device evaluation has also found the ultrasound and electrical connectors were opened; no trace of fluid invasion was found. The charged coupled device was inspected, and no surface damage was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the repair department was unable to replicate the reported gray screen/no image issues. A definitive root cause for the reported gray screen, no image events could not be established. Labeling review: after checking the instructions for use and device labeling, there were no abnormalities leading to phenomenon. Olympus will continue to monitor the field performance of this device.